Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. While suturing, the thread detached from the needle (pulled off). The surgeon described that he did not use much traction to make this happen. No adverse patient consequences were reported. No additional information was provided.